Event description:
Per the customer, during the set up the surgeon started on patients right side and placed screws at levels 4 & 5. When surgeon switched to the patients left side, he expressed the navigation wasn't accurate as the nav locked burr was showing further depth into the bone on the navigation screen than where the instrument was in relation to the patient bone. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.